Event description:
Argon 28 gauge splittable needle introducer did not split causing removal of entire line. Other same devices on other pts: (B)(6) 2012 - sent to MFR. Upon the event on (B)(6) 2012, asked by (B)(4) to report to medwatch. These PICC's were to be inserted for longterm IV use - did not split properly on insertion and were removed immediately. Also see (B)(4).